Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The additional xience skypoint device referenced in being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified mid left anterior descending coronary artery (mlad) that is 90% stenosed. Two different size xience skypoint stent delivery systems (2.5x15mm and 2.5x12mm) were attempted to be advanced; however, failed to cross the lesion due to anatomy. It was noted there was resistance during removal with anatomy. A third non-abbott stent was attempted to advance, but failed. The procedure was abandoned without further treatment. There were no adverse patient effects and no clinically significant delay. No additional information was provided.